Event description:
Pt developed hematoma about the size of egg after mynx closure device used to close vessel status post procedure. Manual pressure and another brand of closure device applied. Pt was discharged, but re-admitted 5 days later for fever in right groin